Event description:
A report was received that the patient is going to have a pocket revision or a possible explant due to the pocket being tender and burning sensation inside the pocket. During the surgery, the physician found that the patient has too much scarring on the thoracic area and could not be revised. The patient was explanted. The device was working properly before the explant.